Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The hardware on the backlight inverter printed circuit boards (pcbs) was updated. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's bottom display was erratic. The ventilator was not on a patient at the time of the event.